Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that there was a puncture hole in silicone insulation in spiral fixation region of lead due to stylet escaping the lumen during back-loading - green residue also noted at the damaged site which appeared to be from guidewire coating. Laboratory analysis confirmed reported allegation.

Event description:
It was reported that this lead was an attempted implant due to a non-boston scientific guidewire perforated into the lead. The lead was never in use. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted implant due to a non-boston scientific guidewire perforated into the lead. The lead was never in service. No adverse patient effects were reported.